Event description:
It was reported that prior to starting a da vinci surgical procedure, the permanent cautery spatula instrument was noted to have a frayed cable. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The permanent cautery spatula instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that there were no frayed or broken cables on the grip-tip of the instrument. Failure analysis investigation found that the instrument's proximal clevis had char marks. The char marks were not located near the conductor wire or the live tip. The electrical continuity test passed. Also, there was debris at the distal end of the yaw pulley and the distal idler pulley. It was concluded that the most likely cause of the damage is contact with another instrument. Additionally, one grip cable on one side of the instrument distal clevis was derailed from the distal idler pulley. The yaw motion was non-intuitive as a result. The other cables at the instrument wrist were not damaged. No other damage was found.